Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.the insulin pump involved in this event is the paradigm real-time veo insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.

Manufacturer narrative:
The insulin pump alarmed a33 during the displacement test due to motor excessive axial play. Unable to perform prime/a33 test due to constant a33 alarm during displacement test. Rewind functioned properly during testing and no motor noise during rewind. The insulin pump received with cracked reservoir tube lip, cracked battery tube threads, case cracked at the display window corner, minor scratched lcd window and scratched reservoir tube window.

Event description:
It was reported that the customer received an error alarm during the manual prime. Customer's blood glucose reading at the time of the call was 2.9 mmol/l and has treated with food. The drive support cap was noted to be normal. No further information reported.